Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he put a new battery in the insulin pump and the screen shows numbers 1-7 and then a black box on the screen. Customer took the battery out and the screen stayed there for a few minutes or seconds. Customer's blood glucose was 130 mg/dl at the time of the incident. Customer stated that the pump has been sitting out in the truck and it has been cloudy all day. The temperature is in the low 30's. Customer can see the time, battery icon, and the reservoir icon. Customer stated that they are not visible on the screen. Customer stated that the pump has been in the house sitting on the counter for over 30 minutes. Customer has insulin pens as a back-up plan. Customer also reported a watchdog timeout alarm but was not able to clear it. Customer stated there was a constant tone after replacing the battery. Customer stated that the display did not return and was advised that the pump will need to be replaced.

Manufacturer narrative:
The device was received with frozen full segment display problem isolated to the interface board. We were unable to verify button keypad unresponsive and alarm due to frozen full segment display. No blank display, no constant tone and no lcd unlock keypad connector. The device was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.